Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy 100 ventilator during preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation the trilogy 100 ventilator failed an active exhalation purge valve open/close and active exhalation proportional valve test step during testing. The device was returned to the technician for additional evaluation due to failed repair test. . In addition, the other components were replaced due to cosmetic or physical damage. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy 100 ventilator during preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation the trilogy 100 ventilator failed an active exhalation purge valve open/close and active exhalation proportional valve test step during testing. The device was returned to the technician for additional evaluation due to failed repair test. . In addition, the other components were replaced due to cosmetic or physical damage. If any additional information is received, a follow-up report will be filed. New information: during the evaluation the trilogy 100 ventilator failed an active exhalation purge valve open/close and active exhalation proportional valve test step during testing due to assembly error. The tubing was replaced and the device passed all testing. Box h coding was updated. The reported failure of active exhalation purge valve open/close and active exhalation proportional valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.